Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the batter compartment. There was no adverse event associated with this complaint. This complaint is being reported because the alleged condition remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2014 as follows: the battery compartment was found to be cracked at the opening, down to the division line. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.